Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0775j, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va0706h, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The company representative reported that on the day of the report the patient's implantable neurostimulator (ins) was replaced due to normal battery depletion and that after the replacement the patient developed a hematoma. The patient was taken back into surgery and the hematoma was drained to resolve the issue. It was also noted that when the impedances were checked an error message stating "current might not be delivered" was seen. After this both therapy impedance and electrode impedances were able to be checked and all were "fine;" the therapy impedance was reportedly 580 ohms. Indications for use: parkinsons dual movement disorders.